Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was came off however reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis